Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The reported issue was confirmed as the device was tested and inspected; multiple e315 and e 311 errors are due to faulty (dp) board. Additionally, the video connector latch is worn out and causing a poor connection. There are dried foreign fluids and dust/debris at the switch ring. Also found out dated software version, recommend upgrading to latest version. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the biomedical equipment technician at the user facility that the evis exera iii video system center reportedly had multiple e315 (reportable) and e311 error code malfunctions during an unspecified procedure. No patient injury or harm was reported.

Event description:
The clinical engineer at the user facility further reported that the event occurred during the middle of an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with another like device. There was a 20 minute delay (n/a anesthesia). The device was not inspected/tested prior to procedure.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the user the customer (b5).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the e315 and e311 errors reported were due to a faulty circuit (dp) board. The cause of faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.